Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly trend data shows min bat= 2.639 to 2.626 between (B)(4)-2010 and (B)(4)-2011, is just before rrt (recommended replacement time) <= 2.63 volt.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was approaching elective replacement indicator (eri) however had not triggered eri yet. The ICD remains in use. No patient complications have been reported as a result of this event.